Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012; pouch model: 8590-1, lot# n111380, implanted: (B)(6) 2007, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a voluntary medwatch report # (B)(4) that a "malfunctioning baclofen pump was removed." Surgeon believed that catheter tubing was broken prior to explantation of the pump; "disrupted baclofen pump catheter at the level of the l3 and l4 spinous process." No harm occurred to the patient. Additional information has been requested; a follow-up report will be sent when it becomes available.